Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2010-00654 and 2210968-2010-00655. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a dental procedure on an unk date and a suture was used. During the procedure, the needle "snapped" mid-shaft. This was upon initial contact; the needle had 'barely' penetrated the pt at this point. All pieces of the needle have been recovered. There were no adverse pt consequences.